Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported via literature article to evaluate the long-term comparative outcomes of trabecular stent versus istent inject microinvasive glaucoma surgery implants combined with cataract surgery. This file pertains to underwent stent implantation procedure. Tan jck, clement c, healey p, lim r, white a, yuen j, agar a, lawlor m. Long-term comparative outcomes of hydrus versus istent inject microinvasive glaucoma surgery implants combined with cataract surgery. Br j ophthalmol. 2026; 110:52-58.